Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
It was reported: during a laparoscopic cholecystectomy intervention, none of the clips from the applier could be secured to clamp the artery or the cystic duct. As a result all of the clips remained stuck. To resolve the issue, the device was replaced by another one and then it worked. No patient injury reported. It is unknown if the device is available for investigation.